Manufacturer narrative:
Complaint conclusion: as reported, during a procedure, it was not possible to remove the unknown cordis guidewire while exchanging the unknown introducers. Vascular surgery was notified, and fluoroscopy revealed that the unknown short 8f femoral introducer had dislodged from the femoral access, causing bleeding, which was managed by femoral compression. Due to angulation and friction, neither the guidewire nor the introducer could be extracted. The absence of iliac axis rupture was confirmed by right radial catheterization and arteriography, verifying that the bleeding originated from the initial femoral puncture site. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿guidewire-withdrawal difficulty¿ could not be confirmed. Patient anatomy may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, e.g., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. (B)(4).

Event description:
As reported, during a procedure, it was not possible to remove the unknown cordis guidewire while exchanging the unknown introducers. Vascular surgery was notified, and fluoroscopy revealed that the unknown short 8f femoral introducer had dislodged from the femoral access, causing bleeding, which was managed by femoral compression. Due to angulation and friction, neither the guidewire nor the introducer could be extracted. The absence of iliac axis rupture was confirmed by right radial catheterization and arteriography, verifying that the bleeding originated from the initial femoral puncture site. The device will not be returned for evaluation.